Manufacturer narrative:
The reported event that the forceps broke off could not be confirmed as the product in question was not returned for investigation. Therefore, a detailed inspection of the device was not possible, and a root cause could not be determined. According to the risk management file, a possible root cause could have been too high bending force. This is confirmed by a previous investigation (B)(4), in which the application of too high bending forces occurred that was most likely caused by excessively trying to close the forceps. That led to a fracture within the working area. Based on statistical evaluation there is no indication for any systematic design, material, or manufacturing related issue. Therefore, no corrective and/or preventive action is deemed necessary at this time. If the product is returned at a later date or further information regarding the event is received, a thorough investigation will be performed, the complaint will be reopened, and the result revised.

Event description:
It was reported by a company representative that during a surgical procedure the bone forceps broke off into a patient¿s mandible. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully without a delay.

Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by a company representative that during a surgical procedure the bone forceps broke off into a patient¿s mandible. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully without a delay.